Event description:
It was reported during the aneurysm embolization procedure, the subject device coil was delivered into the posterior communicating artery (pcom) aneurysm of the left side and detached normally. When withdrew the delivery guidewire, the operator found that the subject coil was not detached completely. The distal part of the subject coil was in the aneurysm and the proximal part was in microcatheter. The operator tried to push the subject coil again but found the delivery wire and the subject coil was separated. Therefore, the operator withdrew the delivery wire and prepared to advance a wire to help to push the subject coil, but after several tries the coil couldn't be filled so finally withdrew it together with the micorcatheter and finished the procedure. According to the physician that the subject coil was stretched so it couldn¿t be detached completely. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. D10/h3 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned protruding from the microcatheter. The coil delivery wire was not returned. During analysis, the main coil was removed from the catheter, measured and was within specification. The main coil appeared to be stretched and manually detached as the detachment zone was present. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the clinical procedure. An assignable cause of procedural factors will be assigned to the reported ¿main coil prematurely detached/separated during use', ¿main coil stretched' and ' device difficulty engaging target vessel' as well as the analyzed ¿main coil prematurely detached/separated inside patient' and ¿main coil stretched' as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The reported 'coil delivery wire broken/fractured during use' cannot be confirmed as the delivery wire was not returned. An assignable cause of not confirmed has been assigned to ¿coil delivery wire broken/fractured during use'.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported during the aneurysm embolization procedure, the subject device coil was delivered into the posterior communicating artery (pcom) aneurysm of the left side and detached normally. When withdrew the delivery guidewire, the operator found that the subject coil was not detached completely. The distal part of the subject coil was in the aneurysm and the proximal part was in microcatheter. The operator tried to push the subject coil again but found the delivery wire and the subject coil was separated. Therefore, the operator withdrew the delivery wire and prepared to advance a wire to help to push the subject coil, but after several tries the coil couldn't be filled so finally withdrew it together with the microcatheter and finished the procedure. According to the physician that the subject coil was stretched so it couldn¿t be detached completely. There were no reported clinical consequences to the patient.